Manufacturer narrative:
Upon review, this should not have been submitted as a medical device report (MDR) as surgical intervention was not performed on the ipg.

Manufacturer narrative:
Patient weight: attempts have been made to obtain this information and is unavailable.

Event description:
Related manufacturing number: 3006705815-2021-03235, 3006705815-2021-03236. It was reported that the patient was experiencing impedance issues on one of their leads, which prevents them from entering MRI mode. As a result, surgical intervention may be pending to address the issue at a later date. It is unknown which lead is experiencing the issue, so all related devices are being reported.